Event description:
One incident of a leak between the arterial side arm and chamber cap port.due to potential for contamination the blood volume in the arterial line was discarded resulting in ebl=87ml. No patient injury or need for medical intervention is reported.this MDR is filed for blood loss only. A new line was set up to resume and complete treatment.the complaint sample was discarded.